Event description:
Caller reported malfunction on pump, identified by malf 12 code. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.